Event description:
The lay-user/pt alleged that the button on the keypad does not respond. During troubleshooting, the ok and arrow buttons were not responding. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was returned with the keypad lifting below the "ok" button. The "up/down/ok/contrast" keypad buttons were intermittently responsive and required excessive force to activate during testing. The keypad was removed for further investigation. The "contrast/ok" key contacts are inverted. The "up/down" key contacts because inverted when pressed. There was evidence of keypad adhesive found under all key contacts.